Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached an unknown levels while wearing the pod but stated that it was elevated. It was also reported that the cannula was kinked and there was a bump on the site. Symptoms reported include feeling very weak and vomiting. The patient was treated with insulin, IV (intravenous) fluids, and potassium. The patient was released the following day. The pod was worn when seeking medical attention.